Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Final analysis concluded that this device's longevity met specification.

Manufacturer narrative:
Additional information was provided that the device was later explanted due to normal battery depletion (nbd) and was returned for analysis.during initial testing, it was confirmed that this device passed longevity calculations. When final analysis is complete, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that a longevity estimate was requested for this implantable pacemaker. Technical services (ts) discussed the remaining longevity, which was less than expected. It was noted that all daily measurements and device function were good. Ts requested the device be returned after replacement. No adverse patient effects were reported.